Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2019 product type catheter . Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-mar-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving hydromorphone, bupivacaine, and clonidine via an implanted pump. The indication for pump use was spinal pain. The patient reported that gradually over the year he had been having an issue with his back. He stated that first his upper thighs and legs started getting numb, but in the past couple of months, the past 3 especially, the numbness had been very bad and into his feet. He stated that his hcp had scheduled mris of his brain, neck, thoracic, and lumbar. He stated that he would be under sedation due to severe anxiety. He was calling to confirm the active scan duration was acceptable. Additional information was received on 19-oct-2022 from an hcp who reported that the cause of the patient¿s numbness at this point was a differential diagnosis that included progression of spinal stenosis, neuropathy, side effects from bupivacaine, and granuloma. The patient was non-compliant with the imaging that was ordered 2.5 months ago despite extensive counseling. With regards to the actions taken to resolve the issue, it was noted that the patient was encouraged to get the MRI ordered as soon as possible; the pump was tapered down; the opioid was changed to dilaudid in the pump (from morphine); and the patient was being followed closely.